Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred, resulting in a hospitalization. Customer experienced a blood glucose (bg) of 450 mg/dl and diabetic ketoacidosis (dka). A supply change was performed to address the occlusion. Customer declined to provide additional information regarding the hospitalization.